Event description:
It was reported the patient felt "electricity" from her artificial knee (made of chrome and cobalt) to her groin area. The event started about three weeks after implantable neurostimulator (ins) implant. When the ins was turned up too high, the patient felt like she was getting "electrocuted". It was noted the ins felt like it was "on fire" when the patient wore a girdle while cooking. It was noted the pain was "very intense" and sitting on hard surfaces was "the worst". It was reported the patient "loses her voice" as a result of the pain. It was also reported the leads "slipped down" about two months ago. It was also reported there was no stimulation sensation. It was noted there was a "50% improvement" because the patient did not attempt to adjust stimulation. The patient was considering removal of the ins and replacing it with an infusion pump. The patient had an appointment with her health professional on the date of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was removed. The reporter stated that the patient still had back pain, just not as much as with the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead.

Manufacturer narrative:
Implanted: (B)(6) 2012; product ID: 3777-45, serial#: (B)(4), product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).